Manufacturer narrative:
Block h6: imdrf device problem code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a basket wire broke but remained connected at the proximal end. The procedure was completed with another trapezoid rx.. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.